Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020, the patient had no changes in their anticoagulation status, it was reported the elevated flows and powers were noticed while patient was on dialysis machine. Fluid pull was discontinued in hd. It was noted that patient was asymptomatic. No changes were noted on patient's blood pressure. Patient was also noted to have a normal sinus rhythm. It was reported that on echo there was concern for thrombus at inflow cannula. Patient's diagnostic tests were noted to be within normal limits. Patient was discharged home to monitor. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reports of suspected thrombus and renal dysfunction could not be confirmed during this investigation. The report of elevated power and flow was confirmed via analysis of the submitted log files. The account stated that the powers improved with fluid intake; a direct correlation between the device and the patient¿s fluid status could not be determined. A cause, as well as a correlation between the device and the renal dysfunction, could also not be conclusively determined. The account reported that the patient had end stage renal disease. While on hemodialysis, it was noted that left ventricular assist device (lvad) power was elevated. An echocardiogram was concerning for a thrombus at the inflow cannula. However, the patient was asymptomatic, and the power elevations improved with fluid intake. On (B)(6) 2020 it was communicated that the patient¿s lactate dehydrogenase, total bilirubin, and haptoglobin were normal. An echocardiogram ramp study showed adequate compression of the left ventricle with speed increase. The submitted log files contained data from (B)(6) 2020. A transient period of elevated powers was noted on (B)(6) 2020. The fixed speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including device thrombosis and renal failure. Addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also outlines indications of thrombus and how to respond to such events, and provides information on anticoagulation, including recommended international normalized ratio (inr) values. This section also lists hypovolemia as a potential adverse event and late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.